Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the malfunction. Customer may continue using the pump and was advised to call back if any issues recur.